Event description:
It was reported that upon interrogation, the atrial lead exhibited capture anomaly and sensing anomaly. X-ray revealed that the lead had dislodged. The lead was repositioned successfully. The patient was fine.

Manufacturer narrative:
(B)(4).